Event description:
It was reported that, the right atrial (ra) lead of the implantable cardioverter defibrillator (ICD) system is fracture. The physician deactivated the daily measurements of the ra lead, and it was turn off. Additionally, the right ventricular (rv) lead shock impedance is high but still in normal limits and rv pacing impedance is low out of range. The plan is to eventually replace the system. The technical services (ts) discussed patient management, turn on red alerts on the rv lead to ensure early detection of fluctuating impedance and noisy signal and advised to monitor the patient on latitude. There was no noise in the events recorded. The patient is still in the hospital and will likely stay several more days because of heart failure (not device related). This ICD remains in service. No adverse patient effects were reported.